Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted a few days post placement that the catheter had cracked below the suture wing. The catheter was successfully removed and another PICC was placed for continuation of treatment. No patient complications were reported in this event. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a tube frature of the distal end of the overmolded suture wing. A lot search was performed and revealed no other complaints to date for this failure mode on this lot number. User technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.